Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that on multiple occasions the customer experienced low blood glucose (bg) levels (38-45 mg/dl). Reportedly, the pump basal rate is set too high and needs to be adjusted. Customer consumed glucose tablets and ate snacks to stabilize bg levels. Customer stated they are working with their health care professional on adjusting their settings.